Event description:
The instrument wrist arced during a procedure. Although the instrument was alleged to have arced, the surgeons chose to continue to use the instrument to complete the case with no patient injury. No patient harm, adverse outcome or injury was reported.